Event description:
It was reported that the patient experienced "wound disruption" a month after it was implanted. The hcp also noted "the wound was externally forced when the patient moves". The hcp stated the event was not related to the pump. The drug in the pump was gabalon. The patient status was unk.

Manufacturer narrative:
(B) (4).